Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red call doctor light had been generated for this device. A boston scientific technical services consultant documented and discussed the observation with the caller. The caller was instructed to contact a physician regarding a potential issue with the device. No adverse patient effects were reported.